Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges that the device is overheating and seeing a smoke in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated.

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP device that the patient alleges that the device is overheating and seeing a smoke in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown pil performed an external and internal inspection of the device and observed approximately a 1-inch-deep scratch near the micro-usb cover. Iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it. Heater plate had dust-like contamination and hairs/fibers on it. Inlet/outlet seal had white dust-like contamination on it. Therapy button cover had unknown brown dust-like contamination on the rim of it. Center enclosure rim had unknown brown dust-like contamination on it. Center enclosure iso port tube had potential mineral deposits in it. Pca (printed circuit assembly) had an unknown substance at mt4 (humidity/temp sensor). J1 and bt1 (battery) on the pca, had potential mineral deposits on it and around it, indicating potential water/liquid ingress. Slight dust-like contamination and on the blower motor. Blower motor brass nut had potential corrosion on it. Bottom of blower motor and inside the blower motor had potential mineral deposit spots, indicating potential water ingress. White and black dust-like contamination and hairs/fibers at the air inlet of the blower box. White and black dust-like contamination and tiny hairs/fibers in the blower box. Blower box had potential mineral deposits in it, indicating potential water ingress. Dust-like contamination and hairs/fibers in the bottom enclosure along with potential mineral deposits, indicating potential water ingress. Dust-like contamination and hairs/fibers on the heater plate spring and potential mineral deposits, indicating potential water ingress. Dust-like contamination and hairs/fibers on the underside of the heater plate and on the bottom enclosure under the heater plate spring. Most likely, the source of contamination was external to the device. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was contaminants and was not able to confirm the complaint or address the symptoms specified. Device serviced by 3rdp, device avail. For eval, date returned, device evaluated by mfg has been updated. In box h: device problem code, evaluation method code, evaluation result code, component code and conclusion code has been updated.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device that the patient alleges that the device is overheating and seeing a smoke in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer